Event description:
A customer in the united states notified biomérieux of false positive cefoxitin screen results for a staphylococcus aureus atcc® 29213¿ isolate in association with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1320596203). The strain was tested by microbiologics, inc with another lot of the vitek® 2 ast-gp67 test kit and obtained the expected negative cefoxitin screen result. As this was a qc strain, there was no patient involved. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint for false positive cefoxitin screen results for a staphylococcus aureus atcc® 29213¿ strain in association with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1321079103). The investigation also included lot 1321211203, related to another complaint from the same customer. Investigational testing included both the customer's staphylococcus aureus atcc® 29213¿ strain as well as an internal biomérieux staphylococcus aureus atcc® 29213¿ strain. Both strains were tested on the customer's lots (1321211203, 1321079103) and a random lot (1321123103) in duplicate. Customer's strain: all six (6) ast-gp67 cards tested obtained the expected negative cefoxitin screen results. Biomérieux strain: all six (6) ast-gp67 cards tested obtained the expected negative cefoxitin screen results. A review of complaints related to the lots used in the investigation did not indicate a trend for these lots. Ast-gp67 lots 1321079103, 1320596203 and 1321211203 met final qc release criteria. These lots passed qc performance testing. The customer's false positive cefoxitin screen results were not reproduced internally and the vitek® 2 ast-gp67 test kit cards are performing as expected.see h10 for addtl mfg narrative